Manufacturer narrative:
Details of complaint: the monitoring technician reported that the secondary display on the central nurse's station (cns) was displaying a "no sync" error message and was unable to monitor patients. The primary monitor was functioning, so technical support (ts) assisted them in moving the one patient on the secondary monitor to the primary one. No patient harm was reported. Investigation summary: as the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, a root cause cannot be determined. The customer reported a similar issue shortly after this event in ticket 98179 for the same device and serial number. The root cause for the display issues reported in ticket 98179 was determined to be use error. The customer reported that the network cable was pulled out from the wall that comes out of their cns. No further issues were reported. There is no evidence of an nk device malfunction.

Event description:
The monitoring technician reported that the secondary display on the central nurse's station (cns) was displaying a "no sync" error message and was unable to monitor patients. The primary monitor was functioning, so technical support (ts) assisted them in moving the one patient on the secondary monitor to the primary one. No patient harm was reported.

Manufacturer narrative:
The monitoring technician reported that the secondary central nurse's station (cns) display is not showing no sync and was unable to monitor patients. The primary monitor was functioning, so they moved the one patient that was being monitored on this cns and as the primary display was still functioning. Nihon kohden technical support (tech support) helped the customer move the patient to the primary display. We did this through the monitor setting tab and successfully moved the patient to the primary monitor. Tech support reviewed the network config documents and noticed that this cns was hooked up to a kvm, and the tower was locked in a closet and due to that the nurse would not likely have access to the closet and that restarting the cns was not an option. Tech support recommended that they contact biomed to have them review the video cables to the secondary screen. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 01/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/31/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided. Attempt #1 01/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 01/22/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 01/31/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The monitoring technician reported that the secondary central nurse's station (cns) display is not showing no sync and was unable to monitor patients. The primary monitor was functioning, so they moved the one patient that was being monitored on this cns and as the primary display was still functioning. Nihon kohden technical support (tech support) helped the customer move the patient to the primary display. We did this through the monitor setting tab and successfully moved the patient to the primary monitor. Tech supprt reviewed the network config documents and noticed that this cns was hooked up to a kvm, and the tower was locked in a closet and due to that the nurse would not likely have access to the closet and that restarting the cns was not an option. Tech support recommended that they contact biomed to have them review the video cables to the secondary screen. No patient harm was reported.